Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm.  It was reported approximately 7 years post the index procedure the patient presented emergently with abdominal pain. A CT showed a ruptured aneurysm and a type ia endoleak with a contained rupture. The patient was treated by placing a balloon expandable 6mm non-mdt stent into the left renal artery as a chimney and a etcf3636c49e was extended to the sma. The type ia appeared to be down to a small amount. The physician opted to stop with the result. As per the physician the cause of the type ia endoleak and rupture could not be determined.  No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion: the reported type ia endoleak and aneurysm ruptured prior to the re-intervention were confirmed on the films provided; however, the cause of the event could not be fully determined. Lack of pre-implant CT's were not available for a thorough assessment of the pre-implant anatomy and earlier post implant CT's were not available for comparison of the patient's anatomy and stent graft in-vivo configuration over time. Post re-intervention CT's were also not available for review. Reported factors that may have contributed to the patient's death such as aneurysm rupture could be appreciated on the images returned. Disease progression with aneurysm morphology changes over the almost 7 years of implantation of the device may have contributed to the observed type ia endoleak which likely contributed to aneurysm rupture, but this could not be confirmed. B5; additional information recieved; it was reported that 4 days later, the family of the patient elected to have the patient transferred into comfort care and the patient expired that day. The cause of death was cardiogenic shock due to myocardial infarct and also the ruptured aaa. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.